Manufacturer narrative:
The authorized third party service provider (asp) further evaluated the device and noted that it was also continuously displaying a patient circuit disconnect alarm. The unit was then forwarded to ventec for evaluation and repair. The ventilator was evaluated by ventec where the reported issues of it being unable to maintain peep (positive end expiratory pressure), having low exhaled tidal volume (vte) levels and continuously displaying a patient circuit disconnect alarm were all confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.